Event description:
Reporter stated that the dr inserted a three piece silicone intraocular lens model aq2017v in the pt's eye and the pt's capsular bag tore. The dr enlarged the incision and removed the lens and placed a suture to close the wound.